Event description:
It was reported the patient's blood glucose level rose to 21 mmol/l (378 mg/dl). The pod was reportedly leaking while worn for between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg) and the cannula was bent. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would contribute to the reported unsure properly inserted cannula. The cause of the unsure properly inserted cannula could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak.